Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial #: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 11-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded hydromorphone 2.5 mg/ml for a total dose of 1.2578 mg/day and compounded bupivacaine 30 mg/ml for a 15.093 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2018 the patient reported worsening pain and new, burning pain in their lumbar spine and on the left side of the ribcage. It was noted that the pain occurs without personal therapy manager (ptm) activations, but the pain does immediately worsen and they experience increased burning thoracic pain immediately following ptm activations. "An" magnetic resonance imaging (MRI) was ordered to rule out inflammatory mass and scheduled the patient for an intrathecal (it) rate decrease. On (B)(6) 2018 the pump was reprogrammed and the it rate was decreased secondary to possible inflammatory mass (im). It was noted that the previous pain was primarily in the lower back with minimal to no radicular pain. The patient was stated on tizanidine on (B)(6) 2018. On (B)(6) 2018 a MRI without contrast was performed and was negative for an inflammatory mass. On (B)(6) 2018 a MRI with contrast was also performed and was negative for an inflammatory mass. On (B)(6) 2018, following a clinician administered bolus with an increased bolus duration, the patient again reported increased pain throughout their thoracic spine with radicular symptoms wrapping around to their ribs. The patient was scheduled for a catheter revision. On (B)(6) 2018 a catheter revision occurred where the spinal segment of the catheter was replaced, the catheter tip was repositioned, and the MRI was negative for im. The outcome of the event resolved without sequelae on (B)(6) 2018. The clinical diagnosis was pain at the catheter tip dermatome. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via clinical study indicated the patient's weight was (B)(6). The status of the catheter was unknown. No further complications were reported.